Event description:
It was reported that 20 out of 20 pieces were found with missing information. Per complaint details received: part number: 30981; lot: 1134389; p.o.: p145040; quantity: 200; failure mode: material was rejected during incoming inspection due to the following condition: 20 out of 20 pieces were found with missing information according to the drawing.

Manufacturer narrative:
Batch record for pn 930415 ln 1134389 was reviewed and there were no defects found for missing print because part number 930415 does not require a print on the applicator. In accordance to our internal procedures, the only 3ml part numbers that require a print on the applicator are the following: 260415nsb, 930415nsb, 260500ns, 930500nsb, which are all products that are not packaged and are sold in bulk. The lot number and expiration date are printed on these part numbers since they are not packaged. Lot number and expiration date for packaged product (like 930415) is embossed unto the pouch that contains the applicator.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
It was reported that 20 out of 20 pieces were found with missing information. Per complaint details received: part number: 30981 lot: 1134389 p.o.: (B)(6) quantity: 200 failure mode: material was rejected during incoming inspection due to the following condition: 20 out of 20 pieces were found with missing information according to the drawing.